Event description:
It was reported that this right ventricular (RV) lead was surgically abandoned due to lead fracture. Additionally, device switching to unipolar due to increased impedance. A new lead was implanted. No additional adverse patient effects were reported.